Event description:
Information was received in dec 2003 from the spouse of a pt with a history of right knee arthritis. Their physician was trying synvisc injections before trying an operation. The pt has no prior history of synvisc use. The pt was administered synvisc injections early in october 2003 (dates not specified). Pt experienced inflammation of the right knee and had difficulty walking. Pt went to the hospital and fluid was removed (volume unknown). Additional information received in feb 2005 from the physician. The pt had a history of moderate osteoarthritis in both knees with joint narrowing and osteophytes, previous treatment with nsaids and steroids. The pt received synvisc injections to the right knee joint. Effusion was collected only prior to the third synvisc injection. In 2003 the pt experienced pain, swelling, and effusion in the injected joint. A week later the right knee was aspirated. Lab analysis results showed no infection. The pt received "steroids infiltration" concomitantly with synvisc treatment. The swelling and effusion resolved five days later the pain had not yet resolved. The physician noted there were no precipitating events of the symptoms and assessed the relationship of the events to synvisc as "definite."